Event description:
Info received indicates the brake is not holding. Caster move from side to side after the brake has been set.

Manufacturer narrative:
The technician replaced the casters and used a brake/steer upgrade to repair the stretcher.